Event description:
The surgeon reported that during a graft cleaning evaluation procedure, the balloon broke off and had to be retrieved via an open graft. The balloon stayed inflated after removal. No further patient complications reported.